Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an atrial lead warning was noted on (B)(6), 2010. Initial bipolar measurement was 663ohms, unipolar measurement is 297ohms. The lead is still in use. No patient complications have been reported as a result of this event.